Event description:
The patient was wearing the pod on the arm for between 25 and 36 hours before experiencing a burning sensation, irritation, soreness, and redness at the infusion site. Upon removal of the pod, a lump was observed under the cannula site. The patient applied antiseptic cream and sought medical attention the following day at a local practice. A doctor diagnosed an infection on the right arm, specifically erythema, cellulitis, and a possible abscess beneath the skin. A prescription for antibiotics was provided--initially clarithromycin, which was later changed to doxycycline due to compatibility issues with the patient's existing medications. The infection began to improve within a few days and fully resolved after 10 days. The patient resumed therapy using a new pod on a different site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
D4 serial number was updated.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection or irritation and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.